Event description:
It was reported that one day post implant an x-ray suggested possible cardiac perforation. The patient also had diaphragmatic stimulation. The right ventricular (rv) lead had high thresholds and no capture in unipolar at max outputs. The lead was explanted and replaced. It was noted that when the lead was explanted there was tissue on the tip of the lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-45, implantable pacing lead, implanted: (B)(6) 2014. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.